Event description:
It was reported that the user accidentally inserted a cartridge into the pump without first rewinding the plunger while not connected, which caused insulin to leak during a supply change and required guidance to complete a successful change with a new infusion set. Customer care provided troubleshooting on proper procedure. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure, specifically interaction with the plunger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.